Event description:
Complainant alleged that during patient set-up, the device did not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.